Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), explanted: (B)(6) 2013, product type: lead; product ID 3778-60, serial# (B)(4), explanted: (B)(6) 2013, product type: lead. . Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis found that there was no anomaly with the implantable neurostimulator (ins) or the two leads.

Event description:
It was reported that the patient fell down some stairs sometime last year and as of the beginning of this year, the patient lost stimulation in the areas that he needed coverage for. It was noted that the patient only had stimulation in the upper back and left leg, and needed coverage in the lower back and right leg. It was indicated that the patient felt a shocking/jolting sensation. Possible lead migration was noted, as it was discovered that the leads were not in optimal placement under x-ray. It was noted that the lead tips were at t6 and midline to left side. It was decided by the patient¿s doctor that the patient would need a revision for non-optimal lead placements, but the revision had not yet been scheduled. Impedance testing was done but no results were provided. The representative was unable to reprogram the system so that the patient had good pain coverage. It was also reported that the patient had a burning, painful sensation over his device when he recharged it that would last 24 hours after recharging. It was indicated that the recharger head become hot to the touch; it was verified that the patient was recharging per recommendations. When the manufacturer representative attempted reprogramming today, the patient felt the same burning sensation over his device, which stopped when the device was shut off. The representative was unable to reprogram the system so that the patient had good pain coverage. Additional information received reported that the patient got an error code, but it was uncertain what code. Additional information received reported that the patient had a revision and it went well with the patient receiving good coverage.

Event description:
Additional information received reported the patient¿s entire system was replaced on (B)(6). His new system was functioning and he was receiving good coverage.